Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A field service engineer (fse) found bio ID was not working upon arrival, requiring maintenance. Checked cables and rebooted, but device was still not detected. Replaced biometric identifier (bio ID) and reloaded driver. After reboot, bio ID was detected successfully. The system functioned as intended after the field service engineer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not working, required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.